Event description:
It was reported that on a carelink report it was observed that the right atrial lead had far-field sensing and there was p-waves followed by normal sinus rhythm events. It was also noted there had been more than 1,000 atrial high rate episodes with only one at 5 minutes and the rest were very short. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.